Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the instrument's housing had laser mark issue. The instrument's housing had illegible labels on the housing, the housing looked bare. This was most likely due to small bubbles forming on the housing material, occurring during reprocessing. A small hairline crack had formed near the grey buttons and a shiny film had deposited on the instrument's chassis. An additional observation not reported by the site was that the distal end of the instrument's main tube exhibited some white residue, about 7mm below the distal clevis. This was thought to have occurred during reprocessing, as a result of housing material transfer in the sterilization tray. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the white residue on the main tube found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing of the maryland bipolar forceps instrument, it was noted that there was cosmetic damage to the instrument's housing. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.